Event description:
Procedure: left upper lobectomy. Reportedly, after firing the instrument, the jaws would not open. The black return knobs did not retract at all. Confirmed almost of all staples were not formed. Reinforced the segment with hand sewing. No further patient injury reported.